Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction: d4: lot number: k10240222 0139.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon attempted to grasp a tissue, but the fenestrated bipolar forceps failed to respond. A cable was found broken. The procedure was completed with an auxiliary instrument of the same type. The issue delayed the procedure less than 15 minutes. The procedure was completed with no reported injury.